Event description:
The customer alleged that there was a failure of the monitor to alarm, associated with the death of a patient.

Manufacturer narrative:
(B)(4). The customer alleged that there was a failure of the monitor to alarm, associated with the death of a patient. Patient was in the emergency department and was admitted to three rooms on two different bedside monitors. The staff is unsure if the central alarmed appropriately, where clinical staff heard alarming for an inop and needed assistance to determine what led to the patient's demise. The alarm logs show alarming of the monitor for apnea, v-tach, vfib/tach, and asystole and are fully consistent with these alarms having been silences at the bedside monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.